Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat with sugar water after regaining consciousness and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Based on returned product download, section d4 (serial number) was updated from (B)(6) to (B)(6). Section h4 (device mfg date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 5 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia and a loss of consciousness. Customer was able to self-treat with sugar water after regaining consciousness and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.